Manufacturer narrative:
On 12/21/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The actual affected device correct serial number is (B)(4), lot number 5573107, catalog number 3505504bc, gel mentor memorygel breast implant 550cc . The concomitant product was left device gel mentor memorygel breast implant 550cc , catalog number 3505504bc, serial number (B)(4). The patient had a mammogram and it showed rupture of the right breast implant. The replacement devices were gel mentor memorygel breast implant 595cc, catalog number shpx-595, serial number (B)(4), lot 7607867 on the left breast implant and gel mentor memorygel breast implant 595cc , catalog number shpx-595, serial number (B)(4), lot number 7556120 on the right breast implant. The date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/24/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel breast implant 550cc gel prosthesis, catalog: 3505504bc, serial number: (B)(4), lot: 5573107. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a mentor memorygel breast implant 550cc gel prosthesis experienced rupture on the right breast prosthesis post procedure. As a result, the breast prosthesis will be explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 1/19/19, it was reported to mentor that the device history record (DHR) of lot number 5573107 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).